Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer working as the patient was having difficulty charging the ipg out of hibernation. It was noted that the patient's skin overlying the ipg has thinned and the lead insertion site seems to be developing an erythematous callous that may lead to skin breakdown. The patient underwent a revision procedure wherein the pocket site was revised. The patient was doing well postoperatively.